Manufacturer narrative:
Reported event of failure to interrogate was confirmed. Interrogation of the device revealed missing model and serial number. Analysis of device image indicated device was above eri level. Further analysis performed determined that there was inconsistent data interpretation at system startup during a cold boot, consistent with an integrated circuit anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The root cause of the missing information was unable to be determined. Longevity assessment revealed that the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. During the check-up it was noted that the implantable cardiac monitor (icm) failed to be interrogated. As a resolution the icm was explanted and replaced. The patient condition was stable.